Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported when taking out the trocar at right angle of the trocar the white seal fell off into the abdomen of the pt. It was found. There was no consequence to the pt.